Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 509 mg/dl. The customer experienced nausea and vomiting. The customer was wearing the insulin pump at the time of the event. The insulin pump passed the self test and it was noted that the drive support cap was normal and recessed. The customer declined further troubleshooting for high blood glucose.